Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the unit is not working on battery . The customer reported the device was not in use on a patient . As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the battery voltage was very low when measured. Pse advised evaluation and testing of the battery. The biomedical engineer reported the battery was replaced and the reported problem resolved. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation.